Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4). After investigation, the device module run time was 0 hours. This device meets the criteria per (B)(4) out-of-box failure processing document # 10000053419 for restocking back to finished goods warehouse. (B)(4). Investigation summary: dented door & bezel. Observation: 1. Visual inspection revealed physical damage to bezel and door. 2. Verified unit passed asm checkout procedures. Faulty assembly: damaged bezel at lower door hinge and damaged door at lower door hinge and fascia. Conclusion: recommend replacing m2 bezel and m2 door assy. Rework: pn: tc10010751 bezel pn: tc10005882 door/keypad assy route to service dept. For normal process.